Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported photosensitivity and commented that she was "sensitive" to acrylic. In a follow-up, the surgeon reports that the pt was photosensitive prior to the implant surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 5/30/2008 and 6/13/2008 by fax, mail and phone. A completed questionnaire was received.